Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead helix retracted after extending the helix. The lead was not used and was replaced. The patient experienced no consequences.